Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that he was taken to the emergency room and was hospitalized. The blood glucose reading was 335 mg/dl at the time of admission. Customer stated that he had a kidney transplant about 6 weeks ago and he has been having high blood glucose. Customer stated that his insulin pump was alarming no delivery. Nothing further was reported.